Event description:
Boston scientific received information that during an implant procedure the right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms when testing through the pacing system analyzer (psa) and device. All other lead measurements were within normal range. The lead was attempted and explanted. Subsequently a new lead was successfully implanted with the same device and yielded good measurement values. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.